Manufacturer narrative:
Follow-up #1 05/24/2012-device evaluation: the pump has been returned and evaluated by product analysis on 04/27/2012 with the following findings: the pump black box showed that power events had occurred. There were no alarms related to the issue in the pump history. There was no damage observed to the battery compartment or cap. The pump was exercised for 24 hours without power issues. The battery cap was tested and was found to be within specifications. The pump was opened and no defects were found to the power circuit. Unrelated to the complaint, the display screen was found to be faded and miscolored. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her son (the patient) alleging that the pump had an intermittent power issue. The reporter claimed that the pump had lost power 3 weeks earlier and gave a loss of prime alarm. However, she did not know how long the pump was without power. At that time, the reporter indicated that the patient's blood glucose (bg) level rose to almost "400 mg/dl." She did not report any symptoms or medical intervention during the elevated bg event. Within the past 12 hours, the reporter also claimed that the pump had given 3 loss of prime alarms. The reporter mentioned that a full rewind was required for the loss of prime issues. With each time the reporter had to prime, she indicated that drops were seen. On the morning of (B)(6) 2012, the patient left for school at 8:15 am and had a bg level of "211 mg/dl." By 9:00 am, the reporter reportedly got a call from the patient's school indicating that a loss of prime alarm was obtained. At that time, the patient's bg level had reached "387 mg/dl." No symptoms or medical intervention were reported again with the elevated bg event. The reporter admitted that the patient was going through a growth spurt and has dawn phenomenon in the morning. The reporter also stated that she feels as though adjustments needed to be made to the I:c ration and basal rates. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.